Event description:
The co service representative reported that the 3100a rental ventilator did not meet a specification. The control and dump pressures were both too high. There was no pt involvement at all.